Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported after injection with juvéderm® ultra the patient had, "a possible vessel occlusion." Per the injector, " I had to dissolve out most of the filler." Patient's "cap refill was good when they left the office," and there was no remaining blanching.